Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the router could not be removed from the attachment device was confirmed. An assessment was performed on the device which found that cutter was stuck inside the device and the tip of the device was bent and drilled into. During repair it was observed that the bearings were worn out. It was determined that the condition of the cutter being stuck was due to worn out and loose bearings, which are no longer in axial alignment. It was determined that the bearings were holding the cutter in place and not allowing it to be removed. It was determined that the worn bearings are due to normal wear over time. It was further determined that the drilled and bent tip was caused by the cutter being improperly loaded into the attachment and then installed onto the drill, and the cutter not properly being seated in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the cutter drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that post-operative it was observed that the cutter device could not be removed from the craniotome device. During in-house engineering evaluation it was observed that the tip of the craniotome device was bent and drilled into. It was reported that there was no delay to the surgical procedure. It was reported that there was no visible damage on the product prior to the use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.